Event description:
It was reported that the motor was not turning. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found the tamper seal broken on bottom case. The bottom case is cracked where the l-bracket is attached and broken in the battery compartment, top case is cracked in front corner. Results of the pump event history log review showed motor not running in event history. The technician performed infusion/occlusion test and motor not running was found during occlusion test. The root cause was the main board misaligned from extrusion from pump and had been dropped or mishandled by customer. The customer damaged the bottom case badly and was found broken. The technician replaced main board, motor assembly, worm gear, leadscrew and clutch halves for preventive measures due to parts were found old, dirty and worn out due to normal wear. Performed occlusion test and all functional tests passed. The technician performed power up process, cleaned, greased and calibrated the device. The device passed all the functional test.